Manufacturer narrative:
(B)(4).

Event description:
Information was received from an healthcare provider (hcp) and device manufacturer representative (rep) regarding a patient who was receiving hydromorphone and clonidine at concentrations of 16 mg/ml and 75 mcg/ml and doses of 10 mg/day and 50 mcg/day accordingly via an implantable pump for malignant pain and cancer pain. A change in therapy was reported, specifically that the patient was obtunded, unresponsive, and may have overdosed on other narcotics. The patient was found at their home in the bathroom slumped over with multiple vials (morphine from (B)(6)) open and was barely breathing. The location of the symptoms was listed as ¿other¿. It was unknown if there was a gradual change in therapy/symptoms. It was reported that it was related to an unknown drug listed as ¿other¿. It was reported that the hcp wanted the local rep to come in and read the pump, check the dose, and possibly stop the pump. It was unknown who the managing hcp was. It was later reported that the morphine vials found by the patient¿s body were infusion vials. The patient symptoms were not considered related to the device. It appeared that the overdose was related to self-administration of non-prescribed morphine. The patient was hospitalized. The pump was interrogated, and the read-out was left with the hospital. No abnormal activity was seen in the pump logs. It was reported that there was no reason to suspect a device malfunction. The managing hcp planned to keep the infusion constant until the patient stabilized. They thought that turning off the pump or setting the pump to minimum rate would lead to a rebound withdrawal episode. The safest course of action was to leave the pump constant. There was no further information regarding the patient¿s status. If additional information is received, a follow-up report will be submitted.